Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2009 and mesh was implanted. The patient experienced pain, erosion of internal tissues and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4): the patient underwent a gynecological procedure on (B)(6) 2009 to treat symptomatic cystocele and a mesh was implanted. Mesh removal/revision due to mesh erosion and recurrent cystoceled. It was reported that the outcome attributed to device were pain erosion, infection, urinary problems, vaginal scarring, and recurrence (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.